Event description:
The technician alleged when the emergency trendelenberg was activated the bed would not go into emergency trendelenburg position. No patient impact.

Manufacturer narrative:
The technician replaced the emergency trendelenburg valve to resolve the issue.